Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while harvesting patient's vein in right leg, the vasoview hemopro 2 plastic part (c-ring) of the device that "grabs" the vein broke off inside the patient while in use. All parts were retrieved from the patient. The c-ring is in half, but it appears as though both pieces are intact. The parts were retrieved with the new device that was opened to complete the procedure. Upon inspecting the device, the surgeon found that it appears to be broken. When extended the c-ring deployed only on one side. There were no intervention or blood transfusion needed. There was a brief delay to open the new device. There was no patient harm.